Event description:
The customer reported that the device had a "blower motor stalled" error. The service engineer was informed that the blower had already been replaced. The customer reported there was no patient involvement at the time the issue was discovered. The service engineer performed an evaluation and determined that the motor controller pcb was faulty and required a replacement. The service engineer then provided the customer with the parts identification for the mc pcb. The service engineer then stated that the customer would perform any and all needed repairs and to call back if further assistance was needed. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.